Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw broke while implant removing. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The screw broke just below the screw head. Based on the topography of the fracture surface, it can be concluded that the screw was subjected to moderate dynamic bending loads (one sided). Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screw. The screw could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.